Manufacturer narrative:
The device involved was not returned for evaluation. Without sufficient information, or an evaluation of the device involved, we are unable to determine the root cause or factors that may have contributed to this event. Information from the facility indicated the port was implanted in 2022 with no reported issues until now. A manufacturing issue is unlikely due to the length of implantation. Without sufficient information, or an evaluation of the device involved, we are unable to determine the root cause or factors that may have contributed to this event. Care and maintenance of the device is unknown. Possible complications listed in the instructions for use include- catheter embolism, catheter occlusion, catheter occlusion, damage or breakage due compression between the clavicle and first rib. The IFU also includes the following- if the port remains unused for long periods of time, the heparin lock should be changed at least every four weeks. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented to vir (vascular and interventional radiology) for right chest wall port removal. Upon imaging in vir noted that medical device was broken and catheter was free floating in the patient's heart/chest and hub was maintained in right chest wall.

Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.